Event description:
Customer reports discrepant results with meter. Date: (B)(6) 2010, test 1 inratio: 1.2, test 2 inratio: 1.8, test 3 inratio: 2.0, test 4 inratio: 5.6, test 5 inratio: 4.3. Patient therapeutic range is 2.0-3.0. Test 4 and 5 were done five minutes apart.

Manufacturer narrative:
Investigation pending.